Manufacturer narrative:
(B)(4). The device is in the process of being serviced on-site by a field service technician. Upon completion of baxter's investigation, or if any other additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump underinfused. The reporter stated that the device passed less than the required volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The device passed the accuracy flow test. The reported condition of underinfusion could not be verified. The device was serviced device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.